Event description:
The customer reported the ventilator alarmed due to a vent inop occurrence. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The biomedical engineer was unable to duplicate the reported problem. The biomedical engineer reported review of the device diagnostic history noted a data acquisition pcb adc failure which may result in a vent inop occurrence. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The biomedical engineer replaced the data acquisition board and the data acquisition to motor controller board cable to address the findings and reported problem. Applicable final testing was performed per operating specifications.